Manufacturer narrative:
Additional manufacturer narrative - the reported device was not returned to manufacturer. Without receipt of the device the reported clinical observation cannot be confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm bioprosthetic aortic valve, implanted approximately eight (8) years and ten (10) months, was explanted due to stenosis and regurgitation secondary to calcification. The explanted device was replaced with another bioprosthetic valve. Surgery also included an ascending aortic aneurysm repair. Device was not returned as it was discarded. Patient is reported in stable condition.